Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an anomalous hv capacitor was found to be the cause of the reported extended charge time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with long charge time notification via remote transmission. The device was explanted and replaced.